Event description:
The customer reported via phone call that they had repeated no delivery alarms on the insulin pump. Customer also reported experiencing high blood glucose for the last few weeks. The customer's blood glucose was around 500 mg/dl. The customer stated they were able to resolve the alarm with a complete set change. The customer declined to troubleshoot for the no delivery alarm. Customer current blood glucose was 349 mg/dl. Customer reported cracks were present on the insulin pump. The customer stated they have dropped the insulin pump in the past. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.